Event description:
Colonoscopies were improperly processed in their new automatic endoscopic reprocessor (aer) in conjunction with cidex opa that resulted in exposure of approximately fifty patients to potentially non-disinfected instruments. When the facility began to use the aer, one gallon of cidex opa was used instead of the recommended five gallons. It was reported that e05 error codes occurred with the aer during use. A worker discovered the amount of cidex opa used was insufficient for scope processing in the aer to obtain high level disinfection. To date, the facility denies having any patient-related issues.